Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during surgery, the bur broke off in the attachment. It was also reported that an x-ray was taken to ensure that no broken pieces were not left behind in the patient. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during surgery, the bur broke off in the attachment. It was also reported that an x-ray was taken to ensure that no broken pieces were not left behind in the patient. It was also reported that there were no adverse consequences and the procedure was completed successfully.